Manufacturer narrative:
Upon receipt at our quality assurance laboratory, these ams700 ipp cylinders underwent a thorough analysis. The cylinder 1 was visually inspected and leak tested. Visual test revealed that cylinder 1 presented wear at the fold in the middle and in the proximal. Additionally, holes in the cylinder 1 caused by a sharp instrument were identified. Due to the holes the cylinder 1 failed the leak test. The ams700 ipp cylinder 2 was visually inspected, and leak tested. No leaks were found. Visual test revealed that cylinder 2 had wear at fold in the middle and in the proximal. Based on the information available and analysis results, the reported clinical observation of a ballooning on the cylinder could not be confirmed.

Event description:
It was reported that the patient went to the clinic because his inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, in which it was noted that the left cylinder had a ballooning; therefore, the cylinder was removed and replaced. The cause of the cylinder issue was not detailed by the hospital. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because his inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, in which it was noted that the left cylinder had a ballooning; therefore, the cylinder was removed and replaced. The cause of the cylinder issue was not detailed by the hospital. There were no patient complications.